Event description:
The dentist reported that this screw fractured.

Manufacturer narrative:
The complaint investigator's review of the returned screw, concluded that the screw is confirmed fractured (twist head off) as reported in the complaint, compromising the function of the screw, the square drive mechanism is stripped and there is damage to the threads adjacent to and in close proximity to the fracture site. The definitive root cause for the screw fracture cannot be determined, but the fracture is not expected to be the result of any defects in design, materials or workmanship. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.